Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated he is still leaking even after his artificial urinary sphincter (aus) was activated. He reports that he can pee through the cuff even before he cycles the device. The patient met with his dr. Who started him on medication to help prevent this. The dr. Said that the aus system is fine. The patient requested to meet with the sales representative for some additional information about his system. The local sales representative was contacted for follow-up.